Manufacturer narrative:
The device powered up properly after battery installation. No blank display or display anomaly noted. The device was received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement tests or verify compromised force sensor system or motor error alarm due to cracked/detached end cap. The device had loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 177mg/dl at the time of the incident. The customer stated that the drive support cap appears loosed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.